Manufacturer narrative:
(B)(6). Analysis of db-1140 (sn (B)(4)) revealed that the complaint about the non-rechargeable ipg had reached the end of service life was confirmed. However, device exhibits normal characteristics. Elective replacement indicator will appear when the device battery level is below the expected range, and will suspend normal operation with end-of-service message. The device was in service for about 673 days with a pulse-width and an eui range within the expected range per the direction for use (dfu).

Event description:
A report was received that the end of service indicator prompted a replacement. The physician, suspecting premature battery depletion, replaced the ipg and the patient was doing fine post-operatively.

Event description:
A report was received that the end of service indicator prompted a replacement. The physician, suspecting premature battery depletion, replaced the ipg and the patient was doing fine post-operatively.